Event description:
The patient underwent a coronary artery bypass procedure utilizing the left internal mammary artery and a saphenous vein graft anastomosed with an aortic connector. After the surgery was complete, the patient began to deteriorate requiring reopening of the chest. At reoperation, adventitia was noted in the aortic connector. The surgery was completed; however, the patient continued to deteriorate and expired.